Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller decided to compare his meter to each of two friends' aviva meters. Customer's device result 472 mg/dl. One friend's device result 167 mg/dl, other friend's device result 158 mg/dl. All results were within 10 minutes of each other. Customer stated he used his test strips for the test run on his meter. However, he used each of the friend's test strips when he tested on their meters. No adverse event reported. The meter and test strips are being returned and replaced.